Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting procedure, a dissection occurred. The mid lad (left anterior descending) lesion was dilated with a 3.0 x 15 mm quantum maverick balloon, a perseus trial stent was implanted, and post dilation was performed with a 3.5 x 15 mm quantum maverick balloon. A dissection occurred during the post dilation with the 3.5 x 15 mm quantum maverick balloon. Attempts were made to pass a transcend guide wire and a choice guide wire into the lad without success. The dissection was treated with a 2.5 x 24 mm taxus express2 drug eluting stent into the distal lad. There were no further pt complications reported. The pt was discharged three days post procedure.

Manufacturer narrative:
The complaint device was not returned, therefore, prod analysis was not possible. Without an analysis of the complaint device, it was not possible to confirm the reported damage and inspect the device for possible root causes.